Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Evaluation summary: this complaint does not identify a reported lot and no sample was returned for evaluation so it could not be determined if the complaint can be attributed to the post assembly inspection. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported leaking trocars during a pars planar vitrectomy procedure. Another vitrectomy pak was opened to change the trocars involved and surgery could be completed after a 20 minutes delay. No patient or device identification has been provided. Additional information has been requested.